Event description:
The customer reported, the system failed to properly display the live fluoroscopic x-ray image. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced. The system was tested and found to be working as intended and returned to service.